Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a stored episode indicated potential t-wave oversensing during that episode on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had oversensing on stored electrograms (egm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited additional twos.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.